Event description:
It was reported that the ilet device developed a cracked screen, which impeded use of certain functions while blood glucose control was not affected. Symptoms included no reported adverse health effects. Outcomes included no changes to therapy and no medical interventions. Investigation included customer support assessment and return logistics with instructions to sync data to the mobile app and shut down the device prior to return. Investigation of this case revealed physical damage to the display component consistent with a cracked or broken screen, with no functional impact on glucose management performance. It was concluded, based on previously established findings for similar reports, that the cause was product damage due to handling or external factors rather than a device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.